Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill notification. Several attempts were made to fill the tubing. The customer used a new cartridge and the notification did not reoccur. The customer's blood glucose (bg) level was over 300 mg/dl. After loading the cartridge, the customer's bg was 245 mg/dl and was dropping.